Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. No button error alarm was noted. However, moisture damage was noted on the keypad traces.

Event description:
It war reported the buttons on the insulin pump were not responding. Customer was attempting to bolus, tried to change the battery, device alarmed button error, and buttons stopped work. Customer's most current blood glucose was 8.5mmol/l, did not recall reading at time of alarm. Customer was unable to clear the alarm. Customer did not recall any events that may have caused the device to alarm, but did state it was humid and sure if that may contribute to issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.